Event description:
We have experienced 11 instances of failure from our hopsira symbiq infusion pumps. The problem is a white screen that comes up when the unit is first turned on and cannot be removed, fixed, or reprogrammed. This white screen displays software error in red with several other lines of code. It is not known if any delay in patient care was the result of such errors, but this problem can not be fixed unless the pump(s) are returned to hospira.====================== manufacturer response for infusion pump, symbiq======================the infusion pumps have all been sent back to hospira for repair, then returned to (B) (6) hospital. However, on three instances pumps have had the same problem occur twice after the manufacturer repaired them.